Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 2.8 mmol/l; cause was not known. Customer received normal third-party assistance and consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.